Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 10, 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio meter was reading inaccurately erratic. The customer care advocate (cca) contacted the patient on may 16 with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of 3.9 mmol/l at 1:45, 3.6 mmol/l at 1:15, 6.2 mmol/l at 10:56 and 3.4 mmol/l at 10:05. The time difference between these readings exceeded 20 minutes, therefore lifescan is unable to confirm an inaccuracy. The patient manages their diabetes with self-adjusted nph insulin. The patient confirmed that they adjusted their insulin based on meter readings. The patient stated that 15 minutes prior to the start of the alleged issue they developed a symptom of "shaky". The patient reported testing their blood glucose at this time and obtained a reading of 3.5 mmol/l. The patient reported self-treating this symptom with dex4 glucose tablets. The patient confirmed that they felt better one hour later. The patient stated that they may have administered too much insulin prior to developing these symptoms. The patient stated that they had only been taking insulin since (B)(6) 2016 and they were gradually adjusting their dose with an hcp over the past few weeks. At the time of troubleshooting the cca determined that the unit of measure was set correctly. The patient also mentioned that sometimes the meter read blood as control solution; however this issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia while using the subject meter.